Event description:
The male pt was enrolled in the study. The target lesion was located in the distal rca. The lesion was de novo and not ostial. The vessel was classified as type b2. The main indication for the procedure was stable angina pectoris. The vessel was not predilated. A 2.75 x 13mm cypher select plus stent was implanted at 16 atm with satisfactory results. No postdilation was necessary. A 3.0 x 23mm cypher select plus stent was then implanted at 18 atm. Postdilation was conducted for this stent because there was insufficient flow. The procedure was successfully completed. Approximately one year post procedure in early 2008, the pt had a non q wave mi with likely stent thrombosis. Mi location was inferior, no re-pci was conducted. On five months later, the pt had angina.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MDR report # 9616099-2008-00124. This device is distributed outside the united states; however, it is similar to the united states product cxs 13275. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.